Event description:
The physician implanted two devices in 2008. The patient reported swelling and discomfort in the area of implantation approx five months later. The implants were excised the same month. During the explant surgery, the physician noted clear fluid and granular material had formed the noted fluctuance. Residual pieces of the implant and small amount of probable capsular material were removed.

Manufacturer narrative:
The physician explanted the devices in late 2008. The material returned to the manufacturer was evaluated by r&d. The investigation confirmed that the material removed was ultratine polymer. The devices were removed five months post-op. The presence of polymer is to be expected at this time period. There were two very small tissue samples submitted; polymer material was not found inside tissue samples. The batch record for lot 02092 was reviewed, which confirmed no abnormal manufacturing events. The complaint rate for this lot is within the normal distribution for this device. If additional information becomes available, it will be submitted in a supplemental report.